Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: comp-2024-00816.

Event description:
It was reported that the (connector) broke off the xtra-silent nite slide-link sleep appliance. Based on the condition of the returned device it was noted that the anchor of the device is missing/broken off. No other information provided.